Manufacturer narrative:
Engineering evaluation: - a broken fiber was observed in the zipper knot row where deployment failure occurred. - the fiber was released from the knot row. - engineering attempted to deploy the remainder of the device but was unsuccessful. - the zipper was removed by atypical means to evaluate the remainder of the endoprosthesis. Tape damage was observed on an apex approximately 4.8 cm from the distal end of the covered region. This is consistent with damage that could occur when attempting to retract the device after it partially deployed. The physician¿s observation that the deployment line became stuck was confirmed. It cannot be determined how or at what point the zipper fiber broke. The cause of the event could not be determined with the provided information.

Manufacturer narrative:
H6 evaluation codes investigation findings 213 refers to the phr-review: a review of the manufacturing records indicated the lots met pre-release specifications. The engineering investigation has still to be performed.

Manufacturer narrative:
The device is still in the hospital and will be returned to the manufacturer for investigation. Patient information was requested but not provided.

Event description:
It was reported to gore that patient underwent endovascular treatment for a transjugular intrahepatic portosystemic shunt creation (tips) with a gore® viatorr® tips endoprosthesis with controlled expansion (viatorr-device). It was stated that after the sheath was withdrawn, the anterior uncovered part of the stent opened normally, but the covered part could no longer be opened by pulling the deployment line. It was reported that the deployment line was stuck. Even after trying for a long time, the stent could not be released any further. It was stated that ultimately, the viatorr-device had to be removed together with the sheath. Another prosthesis could be implanted without any problems. There was no report of patient harm.